Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the screw on the ipg could not be tightened. It was suspected that the screwdriver was not functioning, so a "[revision]" kit was opened to determine whether or not the issue was with the screwdriver, which was not confirmed. Even with the new screwdriver the screw in the ipg could not be tightened. The ipg was swapped out for another one and everything then proceeded and worked normally. The issue was resolved.